Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a possible system restart. There is no report of patient involvement.

Manufacturer narrative:
Additional information was received that this was a failure of the unit to stay in standby mode while not in use. There is no allegation of a system restart. Function of the machine is not affected during patient use. This failure was not reportable.